Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to recurrent mitral regurgitation. Patient ID: (B)(4). It was reported that on (B)(6) 2021, the patient presented with mixed, severe mitral regurgitation (mr), with dilated cardiomyopathy. One mitraclip was implanted, reducing the mr to grade 1+. On (B)(6) 2022, recurrent mr grade 2+ was noted. Reportedly, the increase was device related. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral valve insufficiency/ regurgitation (recurrent mr) could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention, hospitalization, was/were result(s) of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: health effect - impact code 4614 removed and replaced with 4641 and 4607.

Event description:
Subsequent to the previous report, the additional information was received: on (B)(6) 2022, severe mr grade 4+ was noted. The clip remained stable and well seated, without any tissue injury associated. On (B)(6) 2022, the patient had been hospitalized for another mitraclip procedure. Another mitraclip was placed without further issues reported.